Manufacturer narrative:
(B)(4). This is a report of a use error where the care giver opened the transfer set and disconnected the patient line from the transfer set. Disconnecting the patient line from the transfer set during peritoneal dialysis therapy is a known cause for this alarm. Use errors and proper user instructions are addressed in ¿the amia automated pd system patient guide¿ which is shipped with every amia device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 30176 (low priority alarm) occurred on the amia automated pd system during peritoneal dialysis therapy. This event occurred during prime. The patient was connected at the time of the alarm. The technical service representative (tsr) started checking for all issues related such as air in tube, proper connection of patient line, cleaned sensor, not direct line. The care giver (cg) observed bubbles in the line. The tsr instructed cg to tap on the line repeatedly to dislodge the air bubbles. After attempting that the cg resumed treatment before bubbles were gone. The cg stated it was working, but then alarm 30176 concerning air in the line came up. As per instructions, the cg ended treatment. The air was not caused by leak or damage, but rather by the cg disconnecting improperly. The caregiver disconnected while trying to prime. Caregiver acknowledged they opened the transfer set and disconnected multiple times. There was no report of patient injury or medical intervention associated with this event. No additional information is available.